Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: change in shape, numbness, and material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 700cc mentor memorygel breast implants, noticed change in shape, slight numbness, and suspected rupture of the right breast implant, post-procedure. As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, the rupture was confirmed and the patient subsequently underwent removal and replacement with a 700cc mentor memorygel breast implant (catalog: 3505700bc lot: 7674434 sn: (B)(4)).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).